Manufacturer narrative:
(B)(4). Date sent: 08/11/2021. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a side of the anvil appears to be in good condition and one malformed staple on the napkin. The second photo shows a portion of the tyvek with lot number and packaging identification. Based on the two photos review the event describe could be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information: the sales rep was not present in case. The surgeon has been using the circular stapler and ethicon devices for over 20 years and is very familiar. Tissue tension was discussed and per the surgeon the tissue was not under tension. The location of the indicator in the green gap setting scale was not discussed. The ethicon echelon stapler was used for transection of the staple which they try to keep in the middle. The device was difficult to release. Two (2) full 360 turns were used to open the device. The IFU steps are followed when opening. There was only 1 malformed staple which came out with the device. The surgeon feels that this may have contributed to the issue. The surgeon has not seen the issue with the malformed staple in past cases. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy reversal; they could not remove the stapler and when it was removed there was a partially straightened staple extruding from the stapler itself. The procedure was delayed by three minutes. The surgeon over sewed the anastomosis and completed the procedure with no patient consequences.